Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had audible and visual red heart alarms while connected to a power module patient cable at night. Upon interrogation, the vad coordinator confirmed pump stoppages/red heart alarms and the patient reportedly felt dizzy and short of breath. Alarms were unable to be reproduced in clinic. The patient's percutaneous lead was noted to be fully covered with rescue tape and a clamshell had been recently installed. The patient's primary system controller was exchanged because the power leads looked a little rough from twisting/kinking. A percutaneous lead evaluation was performed and no broken wires or external percutaneous lead issues were found. Additional information provided to the manufacturer approximately one month later indicated that the patient remains ongoing on lvad support and no further issues have been reported.